Manufacturer narrative:
2 possible lot numbers were reported: d4. Medical device lot#: 2252063. D4. Medical device expiration date: 30-jun-2023. D4. Unique identifier (UDI) #: (B)(4). E.1 initial reporter facility name: (B)(6). H4. Device manufacture date: 09-sep-2022. D4. Medical device lot#: 2277247. D4. Medical device expiration date: 31-jul-2023. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 04-oct-2022. G.5. Additional 510(k)#: k222591. Investigation summary: catalog: 442023. Batch no: 2277247. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. Catalog: 442023. Batch no: 2252063. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA: 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), a bottle was contaminated with listeria. There was no report of patient impact.